Event description:
Correction: it was reported that the patient experienced syncopal episodes after receiving high voltage therapy from the cardiac resynchronization therapy defibrillator. It was unknown if the shock was appropriate or inappropriate. Device replacement was suggested since the device was also on advisory. No further information is available. New information states that the device was explanted.

Manufacturer narrative:
The reported events of inappropriate therapy and premature battery depletion could not be confirmed by reviewing the data stored in the session record. Stored egms in the session record were reviewed by technical services and no data indicating inappropriate therapy could be found. The device behaves as expected and according to its programmed settings. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed based on the usage history stored in the session record and found the battery depletion was normal. Review of the session record did not indicate any anomalies.

Event description:
It was reported that the patient experienced syncopal episodes after receiving appropriate high voltage therapy from the cardiac resynchronization therapy defibrillator. Device replacement was suggested since the device was also on advisory. No further information is available.

Manufacturer narrative:
Should have been reported as (B)(6) 2017.